Event description:
It was reported the patient suffered an acute ischemic stroke post procedure involving the right frontoparietal lobe with probable relation to the subject stent. Medication was administered. The event is resolved. No other information is available.